Event description:
Manufacturer was notified of an ablation case with the halo360 product in which a perforation of the distal esophagus was incurred. The patient had high-grade dysplasia and opted for ablation rather than total esophagectomy. The patient also had occult eosinophilic esophagitis, a disorder with marked esophageal fragility and very poor compliance. A mucosal laceration was noted at the end of the case. A contrast study showed a leak. The patient had removal of the esophagus, indicated by the presence of high-grade dysplasia, as therapy. He has recovered. Surgical pathology shows that all dysplastic tissue had been removed by the treatment, but there was a finding of marked eosinophilic esophagitis throughout the remainder of the esophagus. There was no device malfunction during the ablation procedure.